Event description:
It was reported that the caller stated that they ran out of charge last night so they plugged it in to charge this morning. Caller stated the implant got to 40% and the controller battery dropped to 80% but then the screen went blank and wouldn't turn back on. Caller added that when they plug the controller into the power supply, the controller powers back on. Caller had the controller plugged into the power supply at the time of the call and confirmed the controller showed 80% and recharging and the implant was 40%. Caller commented that it's probably something with the recharger again because they only last so long. Agent had caller examine equipment for damage; caller denied visible damage. Agent asked caller to turn the controller on, and caller stated they have to plug it back into power. Agent understood the controller went unresponsive once disconnected from the power supply, and caller confirmed. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Agent had caller re insert the battery and confirmed green light was flashing above the screen. Caller saw no damage to the controller battery compartment or controller port. Caller confirmed the green light on the controller was blinking. Caller disconnected the ac power supply and confirmed the controller screen remained on. Caller then connected the recharging antenna and confirmed recharging excellent. Caller noted the screen was still cutting in and out but they could continue to turn it back on and keep charging. An email was sent to repair to replace the battery pack.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial (B)(6), ubd: , UDI#: h3: analysis of the 97745bp patient programmer battery pack (ptm) (serial number(B)(6). Revealed battery out of electrical spec ification. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.